Event description:
While final tightening of the set screw of the locking plate, the head of the screw sheared off. All pieces were removed and a different locking plate was used. There was no delay or surgical impact reported.

Manufacturer narrative:
No dimensional discrepancies were identified and all material and processing certifications were to specification. Visual eval of the returned screw using magnification indicated that the head received excessive torque which led to the screw failure. Testing has shown that the torque required to deploy the locking plate as described in the system surgical technique is not sufficient to damage the screw in the manner observed. The reason for the excessive torque is not known.